Event description:
Patient on tpn therapy with moog curlin pump and 340-4128v tubing being used. Patient states his tpn bag keep running dry, they get empty an hour before the cycle ended. This is happening with several of our patients with the same tubing with the same lot number. Diagnosed for use: dysphagia, oropharyngeal phase / other complete intestinal.